Event description:
It was observed that during the device evaluation, the subject device exhibited flooding of cables, flooding of the image capture, poor image, a cracked connector, and scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
E2: no; e3: non-healthcare professional based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.